Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l363 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l363 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the provided photographs verify the drive tube broke where it is secured into the drive tube clamp. The photographs show the upper drive tube bearing broke apart and is at the bottom of the centrifuge chamber. The drive tube is twisted along the length of the drive tube between the upper and lower drive tube bearing stops, indicating the drive tube was not rotating freely. It cannot be determined from the photographs if the upper drive tube bearing was secured into its retainer clip. A known cause of a broken drive tube is when the drive tube is not rotating freely. If the drive tube isn't properly secured into the retainer clip during installation of the kit by the end user, it can become twisted and break. A material trace of the drive tube assembly and its components used to build lot l363 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6), 06 june 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube broke after approximately 1500 ml of whole blood had been processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.